Event description:
It was reported that a star poly swap took place on (B)(6)2022.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. Please also note the correction to d3 manufacturer entity. The record should have been filed with FDA registration number (B)(4)- te (djo). The reported event could not be confirmed, since the device, was not returned and no additional information was available. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a star poly swap took place on (B)(6) 2022.